Event description:
Received call from nurse reporting suspected pump malfunction. She states that pt doesn't receive bolus dose when button is activted. Also, pt reported that "pump spinning for 20 mins" and that she experienced increased euphoria and fatigue. Nurse reports that pump is always in lock level 2. Medication is morphine sulfate 2mg/ml with dose of 2mg/hr and bolus 2mg every 6 mins if needed.